Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported the patient had a loss of therapy. The catheter pulled out and was disconnected. A catheter revision was performed and the spinal segment was replaced. The patient has resumed normal therapy. The pump was delivering dilaudid.